Event description:
On (B)(6) 2016, intrathecal pump was interrogated in (B)(6) ER by medtronic representative. Identified that pump railed on (B)(6) 2016 with error codes (07) and (23) and (01). Pt admitted to hospital for observation and scheduled for replacement of pump the next day.